Event description:
It was reported that the gray silicone part of the connector was broken. The black part of the pins was also broken. The patient cable was replaced and returned. No patient complications were reported as a result of this event. The event date is unknown.

Event description:
It was reported that the gray silicone portion of the connector on the patient cable was broken, as well as the black portion of the pins. The patient cable was returned for evaluation. No patient complications have been reported as a result of this event.

Event description:
It was reported that the gray silicone portion of the connector on the patient cable was broken, as well as the black portion of the pins. The patient cable was returned for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment, the cable strain relief on the external pulse generator (epg) plug was broken and the pin cover on the epg plug was broken off. It was noted that the cable continuity tested ok, no intermittent connection was found when the cable was bent or manipulated and the connections were not shorting out between themselves. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.